Event description:
Account reports incidents in which during withdrawal of a 20 gauge needlelock device, the sleeve stopper separates. Reporter stated there was no patient compromise. No further information available.